Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding the customer¿s injury from the attorney of the family. The information received on 11/16/2020 stated the following - reporter alleges: in or about 2017 the customer began using an insulin pump. In (B)(6) 2020, the customer was using a medtronic minimed pump. On or about the date range of (B)(6) 2017- (B)(6) 2020, the customer experienced a hypoglycemic event. The customer declined to provide additional information. It is unknown if auto mode was active at the time of the event. Customer¿s blood glucose was unknown. The insulin pump will not be returned for analysis.